Event description:
Guidant received initial information that this device was part of a legal action. Guidant has no specific information as to any adverse patient effects. Boston scientific received new information one year later that this device was part of another legal action and that the patient had passed away. Boston scientific has no specific information as to whether the device was involved in the patient's death. The device was subject to an advisory, pdm hermetic sealing advisory- second population (1/21/2006).

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On january 21, 2006, guidant (now boston scientific) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before december 6, 2000. This device was manufactured before december 6, 2000, and is included in this population. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory.